Event description:
On 5/4/2025, a patient's relative reported that on (B)(6) 2025 the patient experienced hyperglycemia and was taken to the ER by the relative for treatment. The patient also experienced dka. At the ER, the patient was treated with insulin and fluids and discharged a few hours later. The patient restarted on the ilet and was reported as fine.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The logs also show the libre+ sensor expired on (B)(6) and the ilet entered bg-run mode. The patient or caregiver did not enter manual bgs during this time and the ilet stopped dosing. The patient also reported removing the ilet on (B)(6) and reverting back to mdi therapy. The cause of this event is attributed to not replacing the expired sensor.